Event description:
A pt reported blood glucose result of 427 mg/dl with a lifescan meter 23 mg/dl on a laboratory device, performed within 21-30 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. Pt passed out before testing. Paramedics were called and pt was treated with glucose. Test strips were in good condition and not expire. Pt did not have control solution. No further information was provided.